Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recently received that surgical intervention was performed to resolve the ongoing high pacing impedance issue. This right ventricular lead was surgically abandoned while the pulse generator was explanted. An x-ray of the lead was taken and no abnormalities were noted. This lead will not be returned as it remains implanted but out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high out of range impedance measurement and a high threshold measurement. At this time the lead will remain in service and the patient will be monitored. If the issue persists, surgical intervention may be done to resolve the issue. No adverse patient effects were reported.